Event description:
Biomet left hip replacement in july of 2004. Hip dislocated in (B)(6) 2016. F/u with orthopedic dr showed impingement and several cutting of the titanium neck. Hip revision done (B)(6) 2018. Discovered metallosis had destroyed the abductors and stabilizers. Seven hours surgery and now must walk with a cane for life. I have the same part in the right hip that was input in 2006. Constant cobalt blood testing before any decision to do revision on right side.